Event description:
It was reported that when the stapler was "removed from the box, a small puncture was noticed in the inner packaging, so it was no longer sterile." The device was not used.

Manufacturer narrative:
It was reported that when the stapler was "removed from the box, a small puncture was noticed in the inner packaging, so it was no longer sterile." The device was not used. Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The complaint device was returned to sss for evaluation in the original sealed sss packaging. The packaging appeared crumpled, and there was a visible tear in the right hand corner near the label. The device was packaged with the original manufacturer (om) tray. However, the device was not secured within the tray upon return to sss. When held by the chevron seal on the packaging, the device fell so that the proximal knob of the device aligned with the tear. Based on this, it is likely the device caused the packaging breach. The device was snapped back into place within the tray, where it was held securely. The device was held upside down and remained secure and did not release from the tray. Only by repeatedly and forcefully shaking the packaging was the device able to release from the tray and fall loose within the packaging. The most probable root cause of the sterility breach is mishandling subsequent to distribution from sss. The device history record for the returned stapler indicates the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.